Manufacturer narrative:
Device evaluation summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. Belt sn (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files and incoming functional testing and passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition, detection algorithm performance, and pulse delivery functionality. The belt evaluation confirmed that the front therapy electrode was leaking gel. The root cause of the gel leak was unable to be positively identified.

Event description:
A us distributor reported that a (B)(6) patient had developed bruising on the right side of his chest from the lifevest. The patient reported that he went to the pharmacy and they recommended proff 5mg lotion and that the lotion was reducing the pain considerably. During a follow up, the patient reported that he had used the prescribed lotion and the bruising had healed completely.